Event description:
It was reported that during the laparoscopic sleeve gastrectomy surgery, could not fire when severing gastric body. Changed another one to use, still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 10/14/2024 d4 batch #887c33. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload(a) loaded on the device and a gst60g reload(b) present. Both reloads were received partially fired 1/16. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and tested for functionality in the straight position with the returned reloads and achieved their complete firing sequences. The cut line was completed and the staples meet the staple form release criteria. However, the knife advancing was noticed slower than normal speed. The device was disassembled to verify the internal components, the pcb board was noted to be not functional as expected power; the articulation bar was noted to be damaged. In addition, video was provided and it showed the reported situation. It is also possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 887c33, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9du3t, and no non-conformances were identified.